Event description:
It was reported to boston scientific corp that a speedband superview 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) procedure. Procedure was performed on a male pt. According to the complainant, during the procedure, the physician was unable to deploy any of the bands. The procedure was completed with a second speedband superview super 7 multiple band ligator device. No complications or injury to the pt were reported as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).